Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump was received with missing serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
The customer reported via phone call that the insulin pump had damage and moisture exposure. The customer's blood glucose value was 180 mg/dl. Customer stated they see fluid under the screen. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.